Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider(hcp) via a manufacturer¿s representative regarding a patient who was receiving dilaudid (hydromorphone) 6.7 mg/ml at 11.11 mg/day, clonidine 587 mcg/ml at 973.71 mcg/day, and bupivacaine 8.6 mg/ml at 14.2 mg/day via an implantable pump. It was reported that there was a suspected granuloma. The patient reported poor pain relief. A dye and rotor study was performed on (B)(6) 2016. The hcp was unable to aspirate the catheter. Dye was pushed in with difficulty and did appear at the tip of the catheter. The rotor study appeared normal. The patient was awaiting a magnetic resonance imaging (MRI) to assess for granuloma. There were no environmental, external, or patient factors that may have led or contributed to the issue. There was no surgical intervention. The issue was not resolved and the cause was not determined. The patient status was alive ¿ no injury. The possible granuloma and poor relief were not resolved at the time of report.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.